Event description:
Medwatch (B)(4). Biopatches gets him itchy around the site area. Case description: "this united states case is a solicited report received on 26 oct 2023, from a consumer¿s wife from a patient support program via a specialty pharmacy. This 57 years old, 212 lbs, male patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on (B)(6) 2023 for primary pulmonary arterial hypertension. The current dose was reported as 0.025 g/kg, continuous via intravenous (IV) route. On an unreported date in 2023, the patient¿s biopatches got him itchy around the site area (dermatitis contact). Co-suspect medication included: biopatch (chlorhexidine gluconate). Concomitant medications included: symbicort (budesonide, formoterol fumarate), allegra allergy (fexofenadine hydrochloride), buspirone hcl, fish oil, tylenol extra strength (paracetamol), famotidine, trazodone hcl, oxygen, spironolactone-hctz, vitamin c, gabapentin, ipratropium bromide, vitamin d3, pravastatin sodium, albuterol sulfate hfa, celecoxib and montelukast sodium. Relevant medical history included primary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown." The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter's causality for the event of dermatitis contact with biopatch was considered to be possibly related.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined however, based on the information provided, the most probable cause for the reported condition is that the device was used on a patient with material sensitivity. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: facility identifier: (B)(6). Follow-up - correction report to update "facility identifier".